Event description:
It was reported that the injection flow rate was approximately 2.00 cc/sec. And the injection site was the left antecubital fossa. The technician stopped the injection at 35 cc after noticing visual signs of extravasation. It was estimated that all of contrast extravasated under the eda patch without being detected. The pt was re-injected with omnipaque contrast (150 ml) without incident. The pt was treated with warm compresses. During a follow up call the following day the pt stated that the swelling and soreness had gone away.